Event description:
It was reported that the low impedance was observed with the patient's device upon interrogation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any; defects' or malfunctions'. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received from the physician noting that this event started previously and is not a new event. It was found that this event has already been reported within manufacturer report # 1644487-2016-02478. Any new information received regarding this reported event will be captured within manufacturer report #1644487-2016-02478.

Manufacturer narrative:
B5. Describe event or problem, corrected data; information within this MFR report # should have been contained under MFR #1644487-2016-02478.